Event description:
Consumer reports many problems with thier meter, inaccurate readings when comparing to their other meter (competitor). Analysis run on clark error grid using competitive reading (264) as ref. Points vs. Bd reading (178) yielded data points in d range of the grid, outside acceptable limits.